Manufacturer narrative:
Since the initial report was filed the investigation into the reported hemolysis has concluded. The medical center returned part of the pump for analysis. No biomaterial or pump damage/scratches were noted. The pump handle had been cut off and no further testing was possible. The root cause of the hemolysis was not determined. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into the alleged hemolysis caused by impella use is on-going. Upon investigation completion a final report will be submitted.

Event description:
A patient was transferred to a tertiary medical center with cardiogenic shock, acute kidney injury, and acute liver injury. At the tertiary center the heart failure team made the choice to place an intra-aortic balloon pump (iabp) and give medical therapy in the form of multiple cardiac med drips. The choice was then made to escalate care to an impella pump. The team was unable to placed a 5.0 pump due to vessel diameter, and instead placed an impella cp and admitted the patient to the ICU for hemodynamic monitoring after explant of the iabp. On the 6th day of impella support the team explanted the impella with concerns for hemolysis. A plasma free hemoglobin was drawn and was elevated, as were ldh levels, and labs were hemolyzing. The patient had been receiving crrt dialysis and blood products. The impella was replaced by another iabp for hemodynamic support.